Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided. Initial reporter email address, fax number: not provided. PMA/510(k) number: k011028, k013227.

Event description:
It was reported an implant (tsvh10) fractured. Implant remains implanted and it will be put to sleep. Tooth location 12.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
An impl tapered scr-v ha 3.7 mm 3.5mm 10mm (item # tsvh10) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information using the item #/ and lot # (DHR/IFU/rmf). Functional testing to recreate the reported event could not be performed due to the nature of the device & event, and the lack of returned product. In addition, the implant was in placed at tooth location # 12 and is still implanted in the patient. No relevant patient factors that could cause or contribute to the reported event were noted in the per. Pictures or x-ray images were not provided of the fractured implant. DHR review was completed for the subject lot number (61817352). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (lot # 61817352) for similar event and no other complaint was identified. August post market trending was reviewed and there were no negative trends or corrective actions for the reported event or device (tsvh10). Therefore, based on the available information, device malfunction could not be verified without the implant and as a result the reported event is non verifiable.